Event description:
The patient came back from cardiac cath lab. Their intra-aortic balloon pump (iabp) was alarming and reading auto-refill failure. All troubleshooting techniques were unsuccessful. The dr was notified and at patient's bedside. We were instructed to call maquet emergency call center. Per maquet representative, we began troubleshooting the alarm by: checking the helium tank valve and lines, checking the iabp for blood in tubing (no blood noted in iabp tubing), changing out the iabp machine. None of these interventions were successful so the maquet representative recommended removing the iabp catheter. The dr. Removed the iabp catheter at this time. Manufacturer response for iabp catheter, maquet (per site reporter): given to rep (B)(4) for replacement.